Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the distal region of the lead on the distal portion consistent with friction to another device or patient anatomy. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.